Manufacturer narrative:
Pump can no longer pair with mmm ( xiaomi poco f3, android 11, app version 1.3.2). "Attempt to reproduce the issue using xiaomi redmi note 9 pro (android 11) device on app version 1.3.2 and pump mmt-1884 780g (sw 6.7u) was conducted and confirmed the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document: (B)(4). After conducting a thorough investigation, we have found that the main root cause for the user¿s pairing problems is supervisor_timeout error returned by the android os. Supervisor_timeout means that the pump phone ble communication was not sending anything for too long, thus closing the connection. This could be caused by an error in the ble stack or electromagnetic interference. To assist with the resolution of the issue, we provided the helpline team with the following steps to ensure that it is addressed effectively: reset network settings: settings connection & sharing reset wi-fi, mobile networks, and bluetooth reset settings. Clear data of bluetooth app: settings apps manage apps find and tap on bluetooth app ¿ clear data disable battery optimization for mmm app: long tap on mmm app icon app info battery saver no restrictions. Do not leave the pairing screen during the pairing process, keep eye on the phone and do not forget to accept the bonding dialogs. Despite making multiple attempts to contact the helpline representative to confirm if provided steps helped with resolving the issue, we have been unable to obtain a response. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported that the mobile app was unable to pair with the customer's pump. Troubleshooting was performed and the issue was unable to resolve. No harm requiring medical intervention was reported. It was unknown whether the customer will continue using the app. The device will not be returned for analysis.